Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/20/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "deflation." Healthcare professional previously reported right side ¿a bit higher than ideal¿, later clarified "device had not moved out of the pocket and no cause attributed." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on anterior assessed, as fold flaw opening.

Event description:
The device has been explanted.